Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the ventilator device on and found the reported "xdcr fault" in the event log of the device. The fse calibrated the transducers and performed the operational verification procedure (ovp) for the device. Having passed all manufacturing testing specifications, the device was returned to the customer for use. At this time, no assembly or device failure was identified therefore, no root cause can be determined.

Event description:
The customer reported an unresolved transducer fault alarm on this ventilator device. The customer stated no patient involvement with this event.